Manufacturer narrative:
He manufacturer could not identify the specific lot# of the device. However, the lot#'s in question are: h5207862 and h5216556. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product code (ove): intervertebral fusion device with integrated fixation, cervical. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: cervical spondylotic myelopathy procedure: anterior cervical decompression fusion levels: c3/4, c4/5 it was reported that during surgery, the upper part of the screw hole of the cage broke. The surgeon placed a cage at c4/5 and the first screw was inserted facing to caudal side according to the manual. The hole of the cage was broken while inserting the second screw. The surgeon inserted two screws and tightened a locking cap. The two doctors confirmed implant's stability using images. No fragment of the implant remained in the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.